Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump rejected battery on one occurrence and motor makes grinding noise. Customer's blood glucose level was unknown. Troubleshooting was not done. Insulin pump will not be returned for analysis.